Event description:
Rn attempted to prime tubing, however, pump would not close. Upon inspection of tubing, rn noted excessive crimping. Removed from service - lot# 0061898782. Approx 5-10ml of antibiotic wasted. (B)(6) ticket placed (B)(6). New tubing placed by rn in pump and ran infusion without issue manufacturer response for tubing, tubing (per site reporter). Bbraun evaluating tubing issues.